Manufacturer narrative:
(B)(4) date sent: 6/16/2023 d4: batch # 176c88 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due to the condition of the device. The device opened and closed without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176c88, and no non-conformances were identified.

Event description:
It was reported that during an open hartmann's operation, the knife did not move forward at 4th firing. Manual override lever was used to return the knife. Another device was used to complete the case. The surgeon commented that the target tissue was thick. There were no adverse consequences to the patient. No further information is available.